Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. It was noted that the patient have first appointment with new healthcare provider scheduled for (B)(6).

Event description:
It was reported that the patient had a return of symptoms starting a couple of months ago and the device was not working. The patient fell in the bathtub a couple of months ago and it felt funny where the implant was but that went away. It was noted that the patient increased stimulation and it seemed fine. The patient was not able to reach someone with their health care provider¿s (hcp¿s) office and had made multiple calls. It was reported that stimulation was on and was currently on program 1. The patient increased stimulation to 2.40v but that was too strong and then they decreased to 2.30v and that was strong and comfortable both standing and sitting. It was noted that the patient would continue to track their symptoms.